Event description:
It was reported that during a scheduled follow-up, a rise in the rv pacing threshold was observed. The device was reprogrammed. The patient's condition was good. The patient will be monitored.

Manufacturer narrative:
(B)(4).